Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The patient was stable.